Manufacturer narrative:
No product was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as no item and lot number were provided by the customer.

Event description:
It was reported that the device had a ¿wireless module intermittent connection with pump¿ error. There was no patient involvement and no patient harm/adverse event reported.